Event description:
Additional information: it was reported that the pump was replaced. Cause of the stall was not known, patient did not have an MRI. No rotor or catheter dye studies were done.

Manufacturer narrative:
Catheter: model #: 8709sc, lot #: n200895002, implanted: (B)(6) 2010, explanted: unknown.

Event description:
It was reported that a critical alarm due to motor stall was heard and confirmed by telemetry. There have been multiple stalls in the logs over the past several days and the last stall shows no recovery. The pump contained compounded baclofen. The patient did not have any symptoms at the time of the report. The health care provider planned to make certain that the patient had oral baclofen and was considering replacement of the device.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the patient experienced increased spasticity and nausea. It was noted there was no injury.

Manufacturer narrative:
Analysis of the pump revealed safe state; motor stall occurred; reset occurred-low battery. No leaks seen. No anomalies seen. Pumphead; residue on pumphead pins. Pumphead compartment; no anomalies seen. Feedthru inspection; corrosion on feed thru. Bridging across insulation. No anomalies seen. Gear wheel 3; slight corrosion on surface. Final analysis of the pump revealed pump/motor/corrosion/feedthru anomaly. The catheter sc assembly, proximal and pin conn were returned. Analysis of the catheter revealed segment 1; patent. No leaking seen. No anomaly seen. Sutureless connector; silicone boot pulled behind retaining ring. Final analysis of the catheter revealed no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.